Event description:
The clinician reports the implant was inserted (B)(6)2006 in fdi 22 of the patient's mouth. On (B)(6)2019, fracture of the implant was verified. The device was forwarded to the manufacturer. At the event the patient experienced: mobility, swelling and bleeding. No further patient complications were reported.